Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and stated that the quality controls and precision testing were acceptable. The hsc specialist indicated that aspiration of fibrin or a microclot in the sample impacted the integrated multi-sensor (imt) dilution of the sample. The cause of the discordant, falsely elevated sodium, potassium and chloride result on one patient sample is unknown.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was also repeated on an alternate dimension vista instrument for sodium, resulting lower. The repeat sodium result was reported to the physician(s), while it is unknown if the repeat potassium and chloride were reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.

Manufacturer narrative:
The initial MDR 1226181-2015-00430 was filed on july 24, 2015.additional information (08/11/2015): the customer did not obtain any more discordant sodium results. The cause of the discordant, falsely elevated sodium, potassium and chloride results on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.